Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the catheter could not advance in the sheath due to an impediment. After removing the catheter, blood was found to have penetrated the spring part of the device. There was difficulty experienced while maneuvering the catheter and there was resistance noted between devices. There was no damage noted on the sheath and the dilator/catheter/needle were able to move within the sheath. It is unknown if the catheter pebax was physically damaged. A second catheter was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device was performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the second electrode was found lifted exposing internal wires and reddish material, presumably blood, was inside the pebax. A dimensional test was performed to the rest of the intact electrodes and the results were found within specifications. A manufacturing record evaluation was performed for the finished device number lot 31295327l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The reddish material, an electrode that was observed lifted, and wires exposed, could be related to the resistance issue reported by the customer: therefore the customer complaint was confirmed. The potential cause of the resistance could be related to the excessive force or manipulation of the device during the insertion; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and the catheter could not advance in the sheath due to an impediment. After removing the catheter, blood was found to have penetrated the spring part of the device. There was difficulty experienced while maneuvering the catheter and there was resistance noted between devices. There was no damage noted on the sheath and the dilator/catheter/needle were able to move within the sheath. It is unknown if the catheter pebax was physically damaged. A second catheter was used to complete the operation. There was no adverse event reported on patient.